Event description:
The pump was returned to animas and was evaluated by product analysis. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be discolored. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, a force sensor calibration test was performed and found that the force sensor was out of calibration. (B)(6).